Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician experienced difficulty inserting the leads into the new ipg header, during an ipg replacement surgery (ref MFR report: 1627487-2014-12321). The leads were not tested intra-operatively, however; post-operatively programming was able to provide stimulation to her low back but was unable to provide stimulation in the pt's arms and shoulder. Follow up programming determined the pt is not receiving stimulation from cervical lead. Surgical intervention is pending to address the issue.